Event description:
The facility representative reported a flo-gard infusion pump that presented a "battery f-38 alarm". It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 alarm was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be damaged force-sensing resistors. The force-sensing resistors were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.